Manufacturer narrative:
A service engineer reported that the misalignment in the touch position was confirmed. The se performed a calibration the touchscreen, but the issue was not resolved. The se then replaced the touchscreen, and the issue was resolved.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touch pad failure. The device was in clinical use when the issue occurred. The device was removed from service. No medical intervention and/or delay in therapy were reported. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
The suspected touchscreen was returned to philips for failure investigation. The technician documented the following conclusion/root case, product investigation labe (pil) tech verified that the touch screen passed all resistance testing. The flex cable circuit resistance verification testing and resistance ratio testing are the factors that verify a functional and good working touch screen. Therefore, this investigation has resulted in a no fault found.